Event description:
It was reported that the pump malfunctioned, displaying malfunction code 12, and the customer experienced this issue multiple times. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted. Tandem technical support confirmed the shipping address and instructed the customer on how to put the pump into storage mode. A replacement pump would be sent, and the customer was advised to return the faulty pump using a pre-paid label within ten days.